Manufacturer narrative:
A stryker depot technician evaluated the device and could not duplicate the reported issue. A stryker customer quality engineer performed a scientific review of the ECG files and determined the device performed according to the configured algorithm. The investigation found no defects of the device. Root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device gave an incorrect shock advisory while in AED mode. In this state the device may not deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device gave an incorrect shock advisory while in AED mode. In this state the device may not deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device is being shipped to the stryker depot for evaluation. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device gave an incorrect shock advisory while in AED mode. In this state the device may not deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.